Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester having precision issues: patient's son states that he was able to obtain sample easily with the first test (inratio=6.1) and had more difficulty with the retest (inratio=3.1) using a different finger. Son states that patient's finger may have touched the strip with the second test but he usually tries to keep her finger from touching. Did not state the time between testing. Therapeutic range: 2.5 - 3.5. Patient taking warfarin and started taking tylenol about one month ago due to swollen ankle. No known medical conditions that would interfere with test.